Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the balloon was inflated asymmetrically. Moreover, air leaked from the valve. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4)